Event description:
It was reported that a patient experienced hernias coincident with peritoneal dialysis (pd) therapy. The cause of the hernias was unknown. It was reported the patient experienced a hernia below and above the catheter site. The patient was not hospitalized for the hernia event. The hernia event was possibly contributed to the ¿fluid went down into his scrotum¿. It was reported that the patients total fill volume was decreased (from 2 liters per exchange to 1.5 liters per exchange) due to the hernias. Treatment for the event was not reported. At the time of this report, the patient was recovering from the hernia event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a complete device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.